Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Also received with cracked case at the display window corner, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.